Event description:
The customer reported approximately 1000 mls of fluid leaked from the blood sampling valve (bsv) inside the coulter lh 750 hematology analyzer during startup; and diluent out errors were generated. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, lab coat and eye glasses at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. Retic results on patient samples were not reported during the event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from the diluent tubing disconnected at the bsv. The fse re-connected the tubing to resolve the leak issue. The fse discovered the retic pump was dragging causing erroneous retic results on the quality controls. The fse replaced the retic pump resolving the dragging issue, but the retic level 2 control continued to recover low. The fse attributed this issue to be compromised control material. The customer opened new vials of controls and all retic control values recovered within specification. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).